Manufacturer narrative:
Additional information provided in d.10., g.1., h.3., h.6., and h.10. The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has advanced the lens to the fill line. The reported cracked lens damage was not observed. The plunger is engaging the optic edge. The leading haptic is in an acceptable question mark position. The trailing haptic is folded onto the optic. The nozzle tip is bent and has a small split. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The lens was returned advanced in the device in an acceptable position. The product investigation could not identify a root cause for the complaint of "cracked lens". A determination of damage could not be made through the opaque colored device material. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant was cracked in a preloaded device. The timing of the event and patient impact are unknown. Additional information has been requested.